Event description:
It was reported by the affiliate that during prep, the physician noted that there was an anomaly on the 6x60mm smart control device: the part of the guidewire port was inside of the handle (the guidewire port was damaged), so he couldn't flush the device. Therefore, he stopped using the device, and used another smart instead. Preliminary device evaluation revealed the stent was received slightly protruding. According to the affiliate, the protrusion was noted prior to shipment. The procedure was finished successfully. There was no patient involvement. The device will be returned for analysis. There was no separation of the device. The device was not mishandled in any way. Excessive force was not applied while flushing the device. No anomalies were noted to the device upon removal from its package. The device was stored and handled according to the IFU.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during prep, the physician noted that part of the guidewire port was inside of the smart control handle so he couldn't flush the device. He stopped using the device, and used another smart to successfully complete the procedure. There was no reported patient injury. The device was not mishandled in any way. Excessive force was not applied while flushing the device. No anomalies were noted to the device upon removal from its package. The device was stored and handled according to the IFU. Preliminary device evaluation revealed the stent was received slightly protruding. According to the affiliate, the protrusion was noted prior to shipment. There was no separation of the device. One non-sterile smart control, iliac 6x60ml was received coiled inside a plastic bag. A kink was observed at 1.5cm from ID band. Locking pin was in place. No damages were found on the guide wire port and handle. Unit was partially deployed (2mm). No other discrepancies were found. The usable length was measured and it was found acceptable. Deployment process test and flushing test were performed according to procedure and no anomalies were found. The luer hub did not show any damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "kink" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. The failures reported ¿luer hub (outer sheath) - damaged¿ and ¿flushing valve (smart control only) - flushing difficulty¿ by the customer were not confirmed since no anomalies were found during microscopic and functional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The failure reported ¿sds - deployment difficulty-premature deployment¿ by the customer was confirmed since the unit was received slightly protruding. The exact cause of the failure could not be determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore, no corrective actions were taken. Except for the stent slightly protruding from the outer sheath no other damage as reported from the account was verified. As the device was not used in the patient and with the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event.